Event description:
It is reported that: the pt saw her new surgeon on (B)(6) 2012. Pelvic x-rays were taken. A blood test was taken on (B)(6) 2012 and showed elevated cobalt ion levels of 14.2. The pt frequently experiences a prolonged burning sensation from her waist to her knees. The pt reports moderate pain in her hip that responds well to 3 motrin or tylenol and movement or exercise. The pt has a cyst on her left ovary. The pt states that doctor's assistant advised her that a revision surgery would cause her more damage and pain than she is presently experiencing. The pt is scheduled for f/u in 1 yr.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Device info has not been provided at this time. Info received from the pt indicated that reported device may be either rejuvenate or abgii. Additional info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional info become available, the eval summary will be submitted in a supplemental report.